Manufacturer narrative:
The physician elected to surgically cap and abandon this chronic rv defibrillation lead. A new rv defibrillation lead was implanted, and the patient was successfully converted with a lower energy shock. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that during defibrillation threshold testing with this chronic transvenous right ventricular (rv) defibrillation lead, the patient could not be converted with a 41 joule shock. The shock vector and polarity were reprogrammed, but the patient still would not convert at 41 joules. No adverse patient effects were reported as a result of this event.